Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the incident occurred while the operator was transferring the atellica im hepatitis c quality control (ahcv qc) from the bottle to the tube. The customer cleaned her eyes with physiological saline as per the safety data sheet (sds) and noted. Siemens is investigating the issue.

Event description:
An operator was splashed in the eye with atellica im hepatitis c quality control (ahcv qc) while operating the atellica im 1300 analyzer. The operator had tingling and itching in the eyes and cleaned her eyes with physiological saline as per the safety data sheet (sds) for the ahcv qc. The operator visited a health doctor, and the operator was doing well. There are no reports of patient intervention or adverse health consequences due to the operator being splashed with ahcv qc material.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00177 on 10-jun-2022. Additional information (13-jun-2022): the operator was splashed in the eyes with the atellica im hepatitis c quality control (ahcv qc) material when she squeezed the bottle with force, which resulted in the dropper becoming detached from the bottle and the liquid splashing into her eyes. Additional information (21-jun-2022): siemens' investigation concluded that there was no product nonconformance and that the operator exerted enough force to get the control through the dropper that she dislodged the dropper from the tip of the bottle, which resulted in a splash of the qc material towards the eyes of the operator. The operator was not wearing protective eye wear at the time of the incident, which is good laboratory practice. The atellica¿ im hepatitis c quality control (ahcv qc) safety data sheet indicates "wear protective gloves/protective clothing/eye protection/face protection" as a preventive precaution and this guidance was not followed. The atellica im 1300 analyzer is performing according to specifications and siemens identified no product nonconformance. No further evaluation of this device is required.